Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was not confirmed and the assignable cause was not identified. Upon further review, the quality engineer has confirmed the reported condition as failure code 803:07. The main batteries were replaced as a precaution. The assignable cause for failure code 803:07 was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.